Event description:
Boston scientific received information that during an implant procedure, a boston scientific guidewire was selected to be used with a competitor left ventricular coronary sinus lead. While placing the guidewire and attempting to advance the coronary sinus lead over the wire, the guidewire became stuck. During attempts to pull the guidewire back, the distal end broke off and was unable to be retrieved from the coronary sinus, therefore, the tip of the guidewire was left in the pt. No pt complications were reported. This product experience was previously reported by the boston scientific cardiovascular division and filed under medwatch manufacturer report #2134265-2014-01867.

Manufacturer narrative:
As of this report, the product has not been returned. Should the product get returned, it would be analyzed and the reported would be updated accordingly.